Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front and rear response buttons were not functional. The cause for the failure was that the switch domes were concaved. The root cause of the damaged switch cannot be positively identified. There were no adverse events associated with the damaged monitor.